Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited pacing impedance measurements out of range on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. This product remains in service. No adverse patient effects were reported.